Event description:
It was reported that during service and evaluation, it was determined that the cautery tip was found detached from the vapr clplse90 electrode w hand cntrls electrode. It was noted in the service order that when the team opened the wand, it appeared to be missing the cautery tip that typically comes on the wand. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown out if its original packaging. The electrode seems to be in used condition. The electrode is shown inside a plastic bag. The cautery tip was found detached from the electrode. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: our process engineering team have done some investigation into this. We can see that there were no rejects observed on the line during the manufacturing process for this device. The failure is consistent with that found in CAPA. The CAPA report stated that the most probable root causes which would attribute to this fault method would be either: ¿ the weld bridge on active suction tube is providing sufficient weld material and retention ¿ mechanical fatigue due to stress corrosion pitting/corrosion and due to welding process ¿ misuse (eg. Extended activation, or overloading of mechanical forces) in this instance, the most probable root cause would be the insufficient weld on the active suction tube. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to manufacturing. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.